Event description:
On (B)(6) 2015 tosoh bioscience was notified that a patient specimen had been tested for troponin using the tosoh st ctni2 (troponin) aia pack, lot number f219347 on the tosoh aia-2000. The patient result was 1.46 ng/ml which was reported. Lab protocol is that abnormal troponin results are repeated and when the specimen was repeated twice both results were <0.1 ng/ml.. The controls were also repeated and all controls were within the acceptable range. No analyzer issues were noted, precision testing was completed with no issues noted. The customer was unable to verify if sample was inspected for fibrin prior to run, but specimen was not hemolyzed and there was no visible lipemia. The patient was not treated based on the initial result of 1.46 ng/ml. Root cause: unknown, possible fibrin in specimen.